Event description:
The user facility reported that the sponge was fraying during a surgical procedure. The frayed threads did not come from the edges. The customer used suction irrigation to remove the sponge fragments. The procedure was competed successfully with no adverse consequences to the patient. There was a delay of unspecified length to perform the suction irrigation. No additional information was provided by the user facility.

Manufacturer narrative:
The device was not returned for analysis.

Event description:
The user facility reported that the sponge was fraying during a surgical procedure. The frayed threads did not come from the edges. The customer used suction irrigation to remove the sponge fragments. The procedure was competed successfully with no adverse consequences to the patient. There was a delay of unspecified length to perform the suction irrigation. Additional information has been requested from the user facility.